Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. The patient was an asymptomatic. The lead was explanted and replaced successfully. The patient¿s condition before, during and after the procedure was fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.